Event description:
It was reported that during an arthroscopic shoulder stabilization procedure using the speedlock implant with inserter handle, the locking pin came out of the anchor and went into the joint space when the surgeon was attempting to deploy the anchor. The surgeon had to back the broken anchor out of the bone hole, and he chose to complete the procedure using a competitor's product. There was no significant time delay and no pt complications were reported as a result of this event.